Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient with a previously reported post-operative course that had been complicated by episodes of pleural effusions, pneumothorax, epistaxis, gastrointestinal (gi) bleeding and a cardioembolic occipital stroke experienced a left occipital contusion on (B)(6) 2016 after having sustained a fall. The patient was admitted to hospital after having sustained a fall that was witnessed by his/her spouse. The patient's spouse reported that he/she experienced a loss of consciousness and confusion after the episode. A head computerized tomography (CT) scan revealed a left lateral occipital contusion, left occipital and right frontal temporal encephalomalacia. The patient appears to have been neurologically intact at the time of presentation without headache, nausea, vomiting or blurry vision. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was unrelated to the study device or to the implant procedure and related to the patient's condition and to his/her recent fall. No further information has been provided.